Event description:
During a bankart procedure the anchor sheared off at the eyelet. The surgeon pre-drilled the insertion site. Sales rep. Stated that the surgeon was performing a bankart repair and went to insert a 5.0mm ti anchor without pre-drilling when it stripped. The anchor was removed from the patient's glenoid, which caused a delay of one-hour. The surgeon decided to use a 2.9mm ti anchor. He pre-drilled, inserted the anchor and when the anchor was fully seated, the eyelet sheared. This anchor was left embedded in the patient's glenoid. The surgeon decided not to complete the repair. The surgeon does not use the ao two-finger technique.